Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The device also was received with intermittent button response due to moisture damage on the keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
Customer reported that the buttons on the keypad of her insulin pump are not responding. Blood glucose level was 267 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.